Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 520 mg/dl at the time of incident. The treatment given in hospital to the customer was intravenous with fluids and insulin drip as well as water and bolus from insulin pump. Customer also stated that the cannula was kinked. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.